Event description:
It was initially reported the device's display went dark during a night test. Further to evaluation it was observed that the device would not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control replaced the system/memory pcb and interface pcb assemblies, the cable assembly which connects the system/memory pcb and the interface pcb, the fuses from the power pcb, and also the battery connector pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. At the time, a conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control further evaluated the removed parts and observed that the system pcb assembly was burned, due to a short circuit, in the area of filters fl207 and fl120. This short caused damage to several other internal components within the device. The cause of the short in the system pcb assembly could not be determined.